Event description:
Subject was not resuscitated.

Manufacturer narrative:
(B)(4). Based on the information provided by the customer, the device had been indicating a "low battery" warning for two months prior to the event. Conclusions: user error as the device labeling provided instructions on how to properly maintain the device along with the device itself indicating a low battery warning.